Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be reimplanted at a later date. The recipient has healed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented a electrical test from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was repositioned. Prior to repositioning, the surgeon reported a visible skin breakdown, and the device exposed, however, no clear infection signs were noted. During the repositioning surgery, the surgeon cleaned the implant site and sutured the skin. The recipient is healing well.

Manufacturer narrative:
Additional information: section b3, d6b, d.9 & h6. The recipient experienced recurrent skin breakdown, suspected to be secondary to infection. The device was explanted following treatment with multiple courses of antibiotics. Intraoperative findings did not reveal active purulence; however, infection is suspected. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.